Event description:
The facility's biomedical engineer reported an infustion pump with an 812:02 failure code that occurred during patient use. There was no report of any patient injury or medical intervention resulting from this failure. A bag with a buretrol was being used in conjunction with the pump. It was unknown what medication was being infused, the rate of infusion or the type of tubing being used. No additional contact information was available.